Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-01732, 3005168196-2016-01733. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization mapping procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the ruby coil became stuck in the microcatheter and would not advance. The physician then attempted to advance the ruby coil multiple times while repositioning and it would not advance. Therefore, the ruby coil was removed. While attempting to advance a new ruby coil through the same microcatheter, the ruby coil also became stuck and would not advance. After multiple attempts to advance the ruby coil, the physician decided to remove the ruby coil and microcatheter, and try to use a lantern. However, while advancing the lantern into the patient¿s body, the lantern became kinked at the hub. The physician then decided to abort the procedure and rescheduled the mapping for a later date. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.